Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found good stable output on the electrode pairs the ins had when it was received, telemetry was acceptable, and the ins passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. Rep says they are doing a lead revision on the date of initial report as the patient fell and had a lost efficacy. They read impedances at 210 pulse width and 3.5v prior to the case and all were within normal limits. The capacitywas showing 87-100% and longevity was 96-110 months; caller is wondering why the longevity was so long when the device has been implanted for two years. The rep was asked if the patient had a power on reset (por) or turned their device off at all, but the patient couldn't recall anything. The potential for por and how this affects longevity was reviewed, but because the rep was seeing numerical values for capacity and longevity, a por could not have occurred. It was further reviewed that if the device was off at all that could have affected longevity. At this point, there is no reason to trust the battery measurement. The rep later reported errors on all combinations during an impedance test after placing a new wire and putting the ins back in. As a result of the event, the ins was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A follow-up report will be sent when analysis is completed.